Manufacturer narrative:
The customer replaced the touch screen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported that the touchscreen has a "dead spot" near the top. The customer reported that the device was being set up for se at the time this event occurred, however, there is no report of patient or user harm reported. The biomed evaluated the incident and confirmed the reported malfunction. The customer was provided with the part ID for the touchscreen. Caller will repair unit as needed and will call back if any further assistance is needed.